Event description:
Rec'd call from group home where this person resides, that she died at 3-4am 6/23, peacefully. They report she may have had a seizure and died of a complications of the seizure. Last visit to this hosp was 6/9/98 for increase in baclofen dose.